Event description:
Reported overdelivery: the customer contact reports the nurse in the post anesthesia care unit set up demerol 10 mg/ml with a pca only mode of delivery with settings of 10mg every 7 minutes with a 4 hour lockout of 150mg. The customer contact states the pt was given the first bolus dose by the rn. The rn went back 5 minutes later to deliver a second dose. The customer contact states with this info, customer contact believes there may have been manipulation of the program, and possible "user error" in order to deliver a second bolus dose before the programmed lockout of 7 minutes. The customer contact reports that the nurse went back to deliver a third dose, and noticed that 100mg had been delivered (unspecified whether noted from the vial or noted on the display). The customer contact reports that there was no adverse pt event. The "pt became more comfortable" and "pt's blood pressure and respiratory rate came down to normal". No interventions were needed, and there was no reported adverse pt event. The customer contact states that they were unable to retrieve a history from the pump, and reports they "truly do believe it was a user error based upon the documentation". Though requested, no further info was available.